Manufacturer narrative:
Date sent to the FDA: 05/26/2021. Additional b5 narrative: it was reported that the patient underwent mesh removal surgery on (B)(6) 2020.

Manufacturer narrative:
Date sent to the FDA: 5/25/2022.

Manufacturer narrative:
Date sent to the FDA: 08/10/2022 additional b5 narrative: it was reported that the patient experience urge urinary incontinence 2x per day and urinary tract infection.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent surgery on (B)(6) 2011 and boston scientific uphold mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted, at which time the boston scientific uphold mesh was excised. It was reported that the patient underwent a cystoscopy with litholapaxy and removal of adherent bladder stones on (B)(6) 2019. It was reported that the patient underwent procedures on (B)(6) 2020 for eroded mid urethral sling into the urethra and eroded the mesh into the bladder and repair of ureterovaginal fistula. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/31/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.